Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Upon investigation of the returned pump, a clot was observed around the impeller. When the pump was run in the lab, low flows were reproduced. The root cause of the low pump flow was determined to be biomaterial. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 and 3233 were inadvertently left off the previously submitted report. The device has since been returned and this investigation has been completed. Codes to reflect this information can be seen in section h.6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female post cardiothoracic surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that after swan manipulation without reducing the impella p level, flows dropped significantly with concern for clot ingestion. The impella rp flex was explanted. There was no patient harm reported.